Event description:
It was reported that the pt had a loss of stimulation and an end-of-life (eol)/end-of-service (eos) error message on her pt programmer. The physician made the decision to replace the neurostimulator. The device was explanted and the pt rec'd a new device. No pt injuries were reported and outcome was noted as recovered without sequelae.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.